Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00132 (mcghan medical #1027070). This is the first MDR submitted for the first suspect product. A physician reports a pt who was skin tested on the left forearm on 4 may 2000 with no response. The pt was injected with bovine collagen in the vermilion border of the upper lip in 2000. The procedure was uneventful. The pt was seen again on 24 jul 2000 and presented with swelling, redness and itching of the upper lip and the skin test site. Pt reported that the symptoms had onset a couple of days before. The physician diagnosed hypersensitivity to collagen. He prescribed a medrol dosepak for the general symptoms and oral benadryl for itching.